Manufacturer narrative:
H11. Device was investigated at manufacturing site: it was tested and reported error was not confirmed. Functional test was performed and no parts were replaced. A device service history review has been performed and identified that no other similar event has been reported, neither concerning trend has been identified since manufacturing date. Based on all the gathered information and taking into account that no fault in the pump was found, it cannot be excluded that the issue may have been due to user error in setting the occlusion too tight, using the wrong tubing, or a foreign object in the pump rotor that should have been checked by the user before starting the procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a s5 pump gave a motor controller fault error message (442 code) during priming. There was no patient involvement.

Manufacturer narrative:
H11: livanova deutschland manufactures the s5 system. The incident occurred in india. As troubleshooting at customer's facility motor control board (hms) was replaced with a new one, however the issue remained. No foreign objects / tight occlusion was found in the pump head. Pump did not freely rotate when switched off and this behaviour was intermittent. Error code 442 is likely related to resolver issue. Therefore, the affected pump will be shipped to livanova deutschland for a detailed investigation and repair. Meanwhile, new pump has been ordered as replacement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.